Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was 12.4 mmol/l at the time of the incident. The troubleshooting was performed and changed the reservoir, then was able to prime it successfully. The customer was advised to return and replace the reservoir. The insulin pump will be returned for analysis.